Manufacturer narrative:
Additional reporter name: catrina rose, ms, ccp (lead adult and pediatric perfusionist) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that the sensation plus 50cc (iab) could not be flushed on the field. They had to open up another iabp. No patient harm or injury had been reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - a2, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 expiry date and UDI number, d8 should be empty, h4 when opened an iab and was not able to flush the balloon directly on the field had opened up another iab due to this issue and used a 50cc iabp with the same lot number.